Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of neurological deficit/dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 3 days post rx acculink stent implantation in the left internal carotid artery, the patient went to the emergency room with fever, slurred speech, altered mental status and a right groin infection. Per computed tomography scan (CT), the patient was experiencing a subarachnoid hemorrhage and was hospitalized. The patient underwent a femoral-popliteal bypass and neurological symptoms returned to baseline. On (B)(6) 2012, per CT scan, the subarachnoid hemorrhage remained unchanged. On (B)(6) 2012, the event resolved. There was no additional information provided.